Event description:
It was reported that a patient presented in clinic experiencing diaphragm stimulation. It was noted that the right ventricular lead had intermittent capture. Device interrogation revealed high capture thresholds. Echocardiogram also revealed small pericardial effusion. The lead was explanted and replaced on (B)(6) 2018. The left ventricular lead was also explanted due to diaphragmatic stimulation. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.